Manufacturer narrative:
Vyaire complaint #: (B)(4). Any additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator started auto-cycling while on a patient. The customer stated there was no patient harm.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.